Event description:
During a thoracoscopic segmental resection. The instrument did not open properly after the second firing. Additionally, difficulty was experienced closing the device as the cartridge was not loaded properly. The surgeon used another instrument to complete the procedure. No pt injury reported.